Event description:
It was reported that during this patient's cardiac resynchronization therapy defibrillator (crt-d) implant procedure, it was noticed high shock impedance out-of-range of over 135 ohms on the right ventricular (rv) lead, that started to raise over last year. Technical services (ts) was inquired if a defibrillation threshold test or commanded shock would be recommended, since as previously mentioned, the patient was in the middle of the replacement procedure. Ts recommended instead to perform the vector breakdown to possibly determine where the impedance increase might be located and maybe program around it. Further information was received indicating that the procedure was finished up smoothly and the crt-d was successfully implanted. No new rv lead was implanted because the shock impedance normalized to acceptable measurements after it was attached to the new crt-d. The vector breakdown was performed, yet no conclusion was reached. There were suppositions made about the potential for calcification, mineral deposition/neointimal fibrotic device encapsulation causing elevated shock impedances. Nevertheless, exact reason for elevated shock impedance was not determined. Since the implant procedure, measurements have remained stable. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Corrected field: - b3 (date of event): corrected to (B)(6) 2021

Event description:
It was reported that during this patient's cardiac resynchronization therapy defibrillator (crt-d) implant procedure, it was noticed high shock impedance out-of-range of over 135 ohms on the right ventricular (rv) lead, that started to raise over last year. Technical services (ts) was inquired if a defibrillation threshold test or commanded shock would be recommended, since as previously mentioned, the patient was in the middle of the replacement procedure. Ts recommended instead to perform the vector breakdown to possibly determine where the impedance increase might be located and maybe program around it. Further information was received indicating that the procedure was finished up smoothly and the crt-d was successfully implanted. No new rv lead was implanted because the shock impedance normalized to acceptable measurements after it was attached to the new crt-d. The vector breakdown was performed, yet no conclusion was reached. There were suppositions made about the potential for calcification, mineral deposition/neointimal fibrotic device encapsulation causing elevated shock impedances. Nevertheless, exact reason for elevated shock impedance was not determined. Since the implant procedure, measurements have remained stable. This rv lead remains in service and no adverse patient effects were reported.